Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse width, and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated, however, it does not negatively impact the use, operation, safety, or performance of the device.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) from two years remaining in a span of three months. Boston scientific technical services (ts) discussed that the voltage was increased from 3.5 volts on right ventricular (rv) to 4 volts due to threshold increase from 1.6 to 2 volts. Ts then explained that the device is basing its longevity estimate on having three months from elective replacement time (ert) to end of life (eol) and likely this programming change caused an update and it appears to deplete prematurely. The device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker had reached elective replacement indicator (eri) from two years remaining in a span of three months. Boston scientific technical services (ts) discussed that the voltage was increased from 3.5 volts on right ventricular (rv) to 4 volts due to threshold increase from 1.6 to 2 volts. Ts then explained that the device is basing its longevity estimate on having three months from elective replacement time (ert) to end of life (eol) and likely this programming change caused an update and it appears to deplete prematurely. Further, this device was explanted and was returned for analysis. No additional adverse patient effects were reported.